Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 7 events were reported for this quarter. Product return status: 7 devices were received for evaluation. Evaluation status: 7 events were confirmed during testing, - 7 devices were found to be affected by a detached and missing component. Product disposition: these devices are not repairable and were not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device had a component detach; 7 events had no patient involvement; no patient impact.